Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the post operative symptoms described in the article? Citation: j med econ 2015; 18:474¿81 www.informahealthcare.com/jme.

Event description:
It was reported in a journal article that the patient underwent brain/ cerebral (bc), cardiovascular (cv: valve surgery and coronary artery bypass graft) or carotid endarterectomy (cea) between january 2011¿december 2012. During the procedure, absorbable hemostat was used for bleeding. After propensity score matching, utilization of absorbable hemostats was associated with a 14¿16% reduction in mean los for all three procedures. In all three procedures, utilization of absorbable hemostats was associated with statistically significant lower mean all cause costs compared to so, with the lower mean costs ranging from 12% for cea to 18% for bc. Post procedure, the patient possibly underwent blood transfusion. The mean transfused blood product cost per discharge was 38% lower for one group compared to the other group.